Manufacturer narrative:
The reported product is not expected to be returned as the customer reportedly discarded the product. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via social media that his adc freestyle libre sensor was not working, and received an unspecified error message on an unknown date. Customer further reported that he wasn't wearing the sensor due to this issue and suddenly experienced unspecified symptoms of hypoglycemia. Customer had contact with the nurse who obtained a reading of 53 mg/dl on a competitor brand meter, and he was treated with juice and cracker to raise his glucose level. No further treatment was rendered. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported via social media that his adc freestyle libre sensor was not working, and received an unspecified error message on an unknown date. Customer further reported that he wasn't wearing the sensor due to this issue and suddenly experienced unspecified symptoms of hypoglycemia. Customer had contact with the nurse who obtained a reading of 53 mg/dl on a competitor brand meter, and he was treated with juice and cracker to raise his glucose level. No further treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.